Event description:
It was reported that the customer noticed that the intubation tube was "shedding" some sort of plastic film. This appeared to be "disintegrating" which prompted the patient to be re-intubated. The tube had been in place for twenty two (22) days. A small piece of plastic came off and stuck to the end of the fiberscope. "Small pieces of plastic can be placed distally at the time of tracheal aspirations by the carers, especially when they administer saline at the same time to thin the secretions". No adverse effects reported and the outcome was resolved.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Two (2) videos were received and reviewed confirming the complaint. No product was returned therefore functional testing could not be completed. A root cause could not be determined from the videos and no product was returned for device analysis. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number. The manufacturer will continue monitoring this failure condition in this product for threshold or escalation.